Manufacturer narrative:
Mentor received an update on the events submitted in the previous reports. Prior to the explantation, the patient was diagnosed with bilateral ptosis. The patient's replacement devices were 400cc mentor gel breast implants. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8/21/2019, mentor received an update on the events submitted in the initial report. Mentor has since become aware that the explantation date was (B)(6) 2019. On 8/28/2019, the mentor failure analysis lab received the device for evaluation. On 9/5/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed to be intact. However, leak testing revealed a tear between patch and shell and leakage from the valve. Microscopic examination of the edges of the tear gave no indications of instrument damage. No other anomalies observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Regarding the tear found at the union of shell/patch, possible causes include but are not limited to: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast due deflation is a known complication associated with mentor mammary prostheses. However, the analysis was unable to determine the root cause of the leaking valve. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer record number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 425cc mentor smooth round moderate plus profile 3502425 6454159-005. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) white female patient underwent a primary breast augmentation with a 425cc mentor smooth round moderate plus profile saline breast implant and experienced postoperative right-sided deflation. The diagnosis was confirmed by a physician. As a result, the patient¿s impacted device has a planned explantation on (B)(6) 2019 and replaced by a mentor breast implant.